Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to the elongation of the angle wire, scratches on the serpentine tube at the insertion part, scratches on the objective lens, peeling of the adhesive around the ultrasonic probe, scratches on the grip, scratches on the operation part side of the universal cord part, paint on the air / water supply cylinder peeled off, and air/water flow problem. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera ultrasound gastrovideoscope for air/water flow issue due to foreign matter present in the insufflation and water delivery nozzle. There was no patient involvement, or user injury associated with this event.